Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; the bevel edge appears in good condition. Based on the device analysis, the potential for forward firing may exist. Fiber card analysis: use date: (B)(6) 2015 - 61,540 joules. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 61,553 joules of use and 14 minutes, while using a side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing. The procedure was completed using a second side-firing surgical fiber, however, the second fiber was also reported to be forward firing. (Joules used and time expended for the finishing fiber were not recorded by the customer). Patient outcome: no injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
(B)(4).